Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a device related serious adverse event with a diagnosis of diabetic ketoacidosis. Event was severe in nature. The blood glucose was greater than 250 mg/dl at the time of hospitalization. The customer was wearing the insulin at the time of the event. The customer was admitted on (B)(6) 2017 and was discharged on (B)(6) 2017. Pump therapy temporarily discontinued while at the hospital. The customer changed sites, but did not check blood sugar and not did not wear sensor. The insulin pump will not be returned for analysis.